Manufacturer narrative:
H.6 investigation summary: bd received no samples and 3 photos for investigation. The photos were evaluated and do show fibrin strands, the photos do not show underfill. 100 retention samples were visually inspected with no issues being identified. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were clotting. This report is for patient 2 of 6. The following information was provided by the initial reporter: customer stated they seem to have an issue with the 3.2% sodium citrate (light blue-top) tube, lot number 3016601 expiration: 10.31.2023. One psc has received multiple clotted specimen tnps over the past two weeks, from this lot. How many individuals were affected? Were they patients or staff members? Patients (6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were clotting. This report is for patient 2 of 6. The following information was provided by the initial reporter: customer stated they seem to have an issue with the 3.2% sodium citrate (light blue-top) tube, lot number 3016601 expiration: 10.31.2023. One psc has received multiple clotted specimen tnps over the past two weeks, from this lot. How many individuals were affected? Were they patients or staff members? Patients (6).